Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bags of two (2) ultra set disposable disconnect y-sets leaked. This occurred during use of the devices for peritoneal dialysis therapy. One (1) bag was left hanging; the clamps were closed and the bag was found empty on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.